Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's mother that the patient had already been hospitalized with diabetic ketoacidosis (dka). This pod was worn for 1 to 4 hours on the abdomen. The patient had blood glucose levels of 643 mg/dl. Patient was vomiting and was nauseas. Patient was in the children's hospital already. The patient was given insulin and fluids through intravenous therapy and zofran for nausea.